Event description:
Unknown substance in sterile packaging. Needless cannula med prep from cardinal health. Our clinicians noticed it prior to using it, however, just because it is visible on one item does not mean this it is visible on other products within the lot which raises a serious safety concern as to the sterility of the prep cannula. Note, I attempted to report this to the company and requested an opportunity to return the product to the manufacturer. They responded they are unable to process it without the account number of our facility which I didn't know. I didn't think it was legal for a medical company to refuse a complaint that poses a safety threat to the consumer regardless of what information I have or don't have.